Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned. No results are available at this time.

Event description:
It was reported to the manufacturing representative that during suturing the physician noticed that the bullet was missing from the suture. An x-ray was performed and it was determined that the bullet was deep in the vagina. The physician elected to leave the bullet in place. There was no adverse outcome reported.